Event description:
Per operative report: the pt presented for a mitral valve replacement. During closing, it was noticed on echo that 1 of the leaflets was "stuck". The pt was re-opened and the leaflet was able to be freed by manual manipulation. The chest was closed and it was noted again that the same leaflet was stuck, but the leaflet began working again. Later that evening, the laflet was noted to be stuck again. Reop was performed and the valve was replaced with a 31mecj. The pt expired a few days later.